Manufacturer narrative:
The user reported over-infusing issue was not confirmed. The device was found to have a flow rate accuracy of -5.91%, which was an under-infusing issue and was outside of the +/-5% specification. The device was also found to have a stiff door hinge and a noisy motor during infusion; neither of these issues was related to the reported flow rate issue. The pump was repaired, recalibrated, and tested to meet all specification on 09/06/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00251).

Manufacturer narrative:
The manufacturer is currently waiting for the arrival of the device.

Event description:
The user reported that the device had an over-infusing issue. The customer reported "zyno z-800 - sn: (B)(4) original came in for accuracy, volume infuses faster than programmed time (bag programmed to infuse over 1 hr and is empty after 30 minutes but a remaining volume still registered on the pump. We did find that the pump has accuracy issues, the door hinge is bent making opening and closing the door difficult. We are unable to repair this pump due to the 12 tooth structure of the pump's mechanism. This pump needs to go into the manufacture for repairs." No patient injury or harm occured for this case.